Event description:
During a training session by facility staff, the device determined a "no shock advised" message for a stimulated ventricular tachycardia heart rhythm. There was no pt involvement in the reported malfunction.